Event description:
It was reported that the urinary drain bag had missing parts. Per follow up via phone on (B)(6) 2022, stated that the patient was disabled and had two drain bags that were missing the puncture site on the bags.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary drain bag had missing parts. Per follow up via phone on 03jun2022, stated that the patient was disabled and had two drain bags that were missing the puncture site on the bags.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿damaged piston not functional". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.